Event description:
It was reported that this right atrial (ra) lead dislodged inadvertently while performing a therapy upgrade procedure for the patient. As a result, ra lead was explanted, and a new lead was successfully implanted. No additional adverse patient effects were reported.